Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced a blood glucose (bg) level in the 300's mg/dl range and ketones determined not to be dangerous. A correction bolus was delivered to address the bg level. The customer reverted back to manual injections for diabetes management. As the customer was not currently using the pump, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. The customer loaded a new cartridge, infusion set and insulin delivery was resumed.